Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014 at 03:45:58. During night drain cycle one, the patient's ultrafiltration reading was 1872ml, indicating the home patient (hp) drained 1872ml more than their maximum programmed fill volume of 2600ml. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. All returned hc devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The external/internal inspection was performed and the device passed. The increased intra-peritoneal volume (iipv) event was identified in the review of the event history logs. The cause was determined to be a false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.